Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle experienced hub separation from the device. The following information was provided by the initial reporter: cannula hub separation observed.

Manufacturer narrative:
H6: investigation summary customer returned (19) 0.5ml bd insulin syringes from lot# from lot# 1277020. The samples were examined, and it was observed that 16 syringes featured a needle hub/shield assembly detached from the barrel. No damage to the barrel tips was observed. The remaining (3) syringes featured no hub separation. A review of the device history record was completed for batch# 1277020. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure (hub separates). A definitive root cause cannot be determined.

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle experienced hub separation from the device. The following information was provided by the initial reporter: cannula hub separation observed.